Event description:
It was reported that the avalon fm20 fetal monitor loudspeaker error message is displayed. It is unknown if the device was in use at time of event. There was no adverse event reported.

Event description:
The customer reported the device switches itself off and on sporadically, additionally "loudspeaker error" is displayed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.